Manufacturer narrative:
(B)(4) date sent: 5/26/2026 d4 batch #: z70291. Additional information was requested and the following was obtained: nothing fell inside the patient. A fragment was generated and was located outside the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a har736 distal jaw with the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number z70291, and no non-conformances were identified.

Event description:
It was reported that at the end of the unknown surgery, the forceps malfunctioned. We changed the handpiece and even so it had a defect and in the act of doing the test again the tip of the caliper had broken but the team did not need to open another caliper. As soon as the tweezers stopped, he presented himself to restart, we did the test and appeared, I pressed and I got it. Once this was done, we provided another forceps, but the medical team no longer needed the forceps, so a new one was not opened. There were no patient consequences.